Event description:
It was reported that during a laparoscopic anterior resection procedure, the surgeon was using the device and it did not fire properly. The tissue was not stapled completely in the distal part. It is unk how the procedure was completed. There were no adverse consequences for the pt. The reload is being returned.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.